Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was identified as potentially contaminated during an on-site inspection. The technician submitted pictures of the internal tubing to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer perform a quarterly cleaning and disinfection procedure per the IFU, as well as hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Cq received hpc test results on (B)(6) 2024 that were outside of cq specifications for water quality, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. This would return the device to specification and full functionality. This was relayed to the customer via email on (B)(6) 2024. As of the date of this report the customer has not responded.